Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after the surgeon completely removed the tumor, the suture needle suddenly broke when suturing the dermis about the 8th stitch. After the circulating nurse and the surgeon checked and confirmed, the two broken needles were sent off the stage intact. Delaying the surgery.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a head and face tumor removal, after the surgeon completely removed the tumor, the suture needle suddenly broke when suturing the dermis about the 8th stitch. After the circulating nurse and the surgeon checked and confirmed, the two broken needles were sent off the stage intact. Delaying the surgery. Another device was used to complete the case. There was no patient injury.